Event description:
It was reported that a spectrum pump had an issue of incomplete shutdown and did not alarm upstream occlusion. This occurred during infusion of midazolam in the intensive care unit (ICU.) There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information h6: medical device problem code a070908 is added for failing to sense upstream occlusion. Investigation findings, investigation conclusions, h11 additional information: h6 type of investigation h11: the device was received for evaluation. During evaluation, the reported problem of 'incomplete shutdown, device did not trigger upstream occlusion alarm' was not reproduced. The device was shutting down completely when on/off button is pressed. The device passed upstream occlusion detection testing. A review of the event history log (ehl) revealed "upstream occlusion!" Messages however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor was out of specifications. The ultrasonic sensor will be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.